Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to the instrument was found to have a broken monopolar yaw pulley at the posts. Broken pieces are missing as a result of breakage. Size of missing piece is approximately 6.17mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed and the following additional information was provided: it doesn¿t look like there¿s anything wrong in the photos showing the housing. In the 3rd picture, it looks like the conductor cap has separated from the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure amber colored plastic tip of the permanent cautery hook instrument fell into the patient during surgery. The port incision was not increased in order to remove the instrument. The amber colored piece of plastic that broke off in the patient was retrieved by the surgeon and the broken arm and that amber colored piece of plastic was sent back. There was no collision with any other instruments. The cable was broken and therefore the team could not pull the arm out of the trocar cannula until they removed the whole arm (with trocar attached), and then broke off the damaged end to make it fit through the trocar.